Event description:
The clinician reports the implant was inserted on (B)(6) 2024 in ada 13. On (B)(6) 2024, the implant was removed upon patient¿s request. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.